Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced multiple shocks and presented in the emergency room. Upon interrogation, noise was found in the right ventricular (rv) channel that appeared to have triggered inappropriate sensing, resulting in inappropriate therapy. The rv noise oversensing and inappropriate shocks were later confirmed after further investigation. The device was reprogrammed to disable tachycardia therapy. The patient presented for a rv lead replacement procedure. The physician attempted to explant the lead but was unsuccessful. According to the physician, he attempted to retract the helix, but it remained intact with the heart tissue. The lead was disconnected from the device and replaced on (B)(6) 2020. The patient was stable.